Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer lok¿ syringe had particles of foreign matter floating in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received depicting 3ml assembled syringes. Each photo shows a 3ml syringe with a piece of foreign matter larger than level 3 inside fluid path. One is black and the other is grey. The foreign matter observed is rejectable per product specification. Although the foreign matter was visible from the photos provided, it is unclear what it is and how it got inside of the syringe without further evaluation to the sample itself. Therefore, root cause cannot be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unable to determine a root cause. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd luer lok¿ syringe had particles of foreign matter floating in the syringe. There was no report of exposure, serious injury or medical intervention.